Manufacturer narrative:
A2) patient age - average: 70.8 years. A3a) patient sex - majority: male sex: (35), female (17). A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from poland, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, perforation and dissection are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 10jan2025) ¿acute and short-term outcome of intravascular coronary lithotripsy and excimer laser coronary atherectomy for severe stent underexpansion: the multicenter ivl elca dragon registr by wojciech wanha et al¿. The study retrospectively aimed to investigate the effectiveness and safety of ivl vs. Elca for the treatment of stent underexpansion related to heavy calcifications. A total of 121 patients with severe stent underexpansion treated with ivl (shockwave medical) or elca (philips) with intravascular imaging assessment entered the multicenter ivl-elca dragon registry between august 2020 and october 2023. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 2 perforations and 2 dissections. Additionally, 2 events occurred within the population of 52 patient treated with elca; however, no further details were provided to determine if the events were related to cardiac death, target lesion revascularization or target vessel-related myocardial infarction. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 10jan2025 has been used, the date of publication. Wojciech wanha, et al. Acute and short-term outcome of intravascular coronary lithotripsy and excimer laser coronary atherectomy for severe stent underexpansion: the multicenter ivl elca dragon registry. Polish heart journal (kardiologia polska). Doi:10.33963/v.phj.104188. This report captures the serious injuries that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.